Event description:
It was reported that device broke when inserting and there was not a backup device available; due to this, the surgeon had to make it work by free handing. Besides, there is a possibility that remaining pieces could have been left inside the patient.

Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection confirm the complaint that the articular surface provisional was fractured; both pieces were returned and none appear to be missing. The device was manufactured in 2004 and exhibits significant wear and deformation. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Based on the product evaluation, the age of instrument in addition to the significant wear were likely contributing factors to the reported event. Although the pieces was reportedly retained inside with no patient harm, the retained foreign body alloy is neither biologically inert nor approved for implantation; therefore, the patient impact of the retained non-implantable foreign body cannot be determined. No further clinical/medical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.